Event description:
PICC placed 2001. Pt came into ER c/o chest pains. Xrays performed which showed the catheter had broken and 5cm was lodged in pts pulmonary artery. Catheter removed. Fragment remains implanted.